Manufacturer narrative:
(B)(4)

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. Upon unpacking the veriflex 5.0x16mm stent it was noticed the stent was off the balloon. The device was not used and another of the same was used to complete the procedure. No patient complications were reported.

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. Upon unpacking the veriflex 5.0x16mm stent it was noticed the stent was off the balloon. The device was not used and another of the same was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received with the stent detached from the delivery balloon and partially inserted in the stent protector. The section of stent that was exiting the protector was slightly compressed. A clear impression was visible on the balloon of where the stent had been crimped initially. There was no evidence that the balloon had been subjected to any positive pressure. An examination of the stent through the stent protector, could not identify any damage. A kink was present in the distal shaft approximately 11.2cm distal to the port. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).